Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals remained in the loader. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Event date and batch number is unk. Products are not returning for investigation as they were discarded. Refer to MFR report#s 2242352-2011-01739, 2242352-2011-01740 and 2242352-2011-01741.